Manufacturer narrative:
Copy&past brand name. Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's eye. Excessive vault was observed. Lens remains implanted. Reportedly, patient has good iop's and doing well. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.